Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor aseptic technique. The patient was hospitalized for the peritonitis event the same day as diagnosis. The patient was treated with cefazolin (1 gram the first day one time, then 250mg four times daily, route and duration not reported) and intraperitoneal fortum (1 gram, frequency and duration not reported). The patient was discharged eleven days after admission. At the time of this report, the patient was recovered from this peritonitis event. Dianeal, extraneal and nutrineal therapies were ongoing. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.